Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that arm 2 locked up while the surgeon was holding the gallbladder. The customer stated that arm 2 faulted and that the customer used the instrument release key to release and remove the instrument. The customer stated that the reported issue happened multiple times across different procedures. The procedure was unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and nurse and obtained the following additional information: the procedure was completed laparoscopically. There were no extra ports placed or enlarged incisions. The instrument release kit worked to release the gallbladder and removed the instrument. There was no harm or injury to the patient. The nurse was unable to provide patient demographics.

Manufacturer narrative:
Based on the claim against the product by the customer noting fault on arm 2 an investigation was completed to determine the cause of this reported event. A field service engineer (fse) was dispatch on site to investigate the reported problem. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the logs, failure analysis (fa) confirmed 25730 errors along with 1126 errors indicating a communication fault. On the test system, the unit triggered 1126 errors indicating a communication fault with the clockspring fiber cable. On the test platform, the unit failed the fiber test indicating a communication fault with the clock spring fiber cable. While the unit did not trigger 25730 error on the system, the error was replicated because the 1126 error is a low fiber communication error, which is related to the 2573 error. As a fix, the clock spring fiber cable will be replaced. The unit passed the following tests: carriage/acm fan, led test/brightness, direction y/p/I, carriage switches, carriage lissajous, sensors check, brake release, brake hold, sine cycle, carriage strength, friction sl, friction sh, carriage friction l, carriage friction h, and advanced brake check. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to faults on arm 2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.